Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream occlusion alarm attempting to run vancomycin but could not get infusion started due to immediate upstream occlusion alarms, even after changing sets multiple times. The reported problem was found during programming/set up at the nurse station 3. There was no known patient injury or medical intervention associated with this event. No additional information is available.